Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire was not a medtronic device. The cause of the resistance and guidewire damage was unknown. The guidewire was able to pass the catheter hub. The guidewire tip was shaped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter that had resistance during pull back of the guidewire and was found to be damaged. The patient was undergoing a left internal carotid artery (l-ica) intracranial aneurysm embolization procedure via radial artery access. Patient vessel tortuosity was moderate and it was particularly noted that the patient had a "bovine-shaped aortic arch due to tortuous path." It was reported that the devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The micro guidewire was kinked during delivery. There was obvious resistance in the distal end of the catheter when the guidewire was pulled back. After multiple attempts, the system was withdrawn together and it was found that the tip of the echelon microcatheter was also damaged. The echelon catheter was then replaced with another manufacturer's device to continue the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: vis m-81805, 203cm ruler m-83361, silverspeed -14 hydropilic guidewire (lot # 9582100 ref #(B)(4)) document used: dwgs145-5091-150 rev. Au as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened echelon-10 microcatheter outer carton, and within an opened echelon-10 microc atheter inner pouch. Damage location details: no damages were found with the echelon-10 hub. The distal tip was noted to be pre-shaped. No damages were found with the marker band/distal tip or the catheter body. No other anomalies were observed testing/analysis (including sem reports): the echelon-10 catheter total length was measured to be ~155.1cm, and the usable length was measured to be ~144.2cm, which is within specification (specification: total (ref) = 152cm, usable = 144.4cm ± 1.5cm). The echelon-10 catheter was flushed; water exited from the distal tip. An in-house silverspeed-14 hydrophilic guidewire exited the echelon-10 catheter without issue. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause was unable to be determined. No issues were encountered inserting the in-house silverspeed guidewire through the echelon-10 catheter during analysis. The customer noted that ¿the system was withdrawn together, and it was found that the tip of the echelon microcatheter was also damaged¿. This was unable to be confirmed as the distal tip was found to be in good condition. Possible causes for ¿catheter resistance¿ are but not limited to incompatible devices, device damage, or patient vessel tortuosity. The guidewire used in the event was a non-medtronic device and was not returned; therefore, the use of incompatible devices could not be ruled out as a potential cause of resistance. It was reported the patient vessel tortuosity was ¿moderate¿ with a "bovine-shaped aortic arch due to tortuous path.". In this event, it is possible that the patient¿s vessel tortuosity contributed to the resistance; however, this was unable to be determined. The customer report of ¿catheter kink/damage¿ was unable to be confirmed, and the cause was unable to be determined. The echelon-10 was returned in good condition. There was no harm or injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.